Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred. The customer went to the emergency room and was subsequently admitted to the hospital's intensive care unit (ICU) with a blood glucose (bg) level of 460 mg/dl. The customer attempted to self-treat with a manual dose injection, however, was treated intravenously with fluids of saline and insulin while in the ICU. The customer was released from the ICU with issue resolved and no permanent damage on (B)(6) 2023.